Event description:
Patient sustained a burn (2mmx2cm) to her left upper breast while the gold handled breast retractor was being used.====================== health professional's impression======================the area at the end of the handle that attaches to the light tubing got extremely hot. Others are not like that, the surgeon said.